Event description:
Patient enrolled into the trial. Tia (new neurological deficit lasting more than 10 minutes but less than 24 hours) with expressive aphasia reported. Post procedure, patient appeared slightly confused with expressive aphasia. CT scan was ordered and the patient recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00049 for the protege rx used in this procedure.